Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received used and fractured. Both pieces of the tool were returned. It was also noted that majority of the tool's exposed portion near the tool exit was discolored (yellow-brownish) and the distal part was charred black. The discoloration was produced during contact with a metal surface while rotating. The most likely cause of failure is that the tool contacted a metal during use, creating heat and stress behind the tool head and induced failure. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool was broken during the procedure. On follow up, it was reported that the broken piece of tool remained in the patient's body and was removed via confirmation of o-arm's image. It was also reported that there was a ten-minute delay on the procedure to replace the tool. The operation was completed and the patient had no further issues post-surgery.